Event description:
It was reported that a user of the ilet bionic pancreas experienced recent episodes of widely fluctuating blood glucose, including recurrent hypoglycemia and hyperglycemia despite announcing meals, following typical diet, and using the system for several months without prior extreme variability. Symptoms included severe hypoglycemia to 39 mg/dl and hyperglycemia exceeding 400 mg/dl, with prolonged time below and above range. Outcomes included use of oral glucose for lows and manual insulin injections for highs, with assistance from a family member, and no professional medical intervention or ketone testing. Investigation included a plan for remote training support to review use patterns and dosing behaviors. Investigation of this case revealed no device alarms or alerts and no identified device malfunction, and the cause of the glycemic excursions remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and additional user training was indicated. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.